Manufacturer narrative:
The site reported that there was no loss of power or alarms associated with the event. The user did not drop, use excessive force or damage the controller. There was an audible click when the power source was connected to the controller and the issue resolved with the replacement of the device. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. The instructions for use (IFU) provides instructions for properly connecting the power sources. It instructs to line up the solid white arrow on the connector with the white dot on the controller. Gently push the cable into the controller. Do not twist the connector, but allow it to naturally lock in place. A successful connection will result in an audible click. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors." Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Product has been not return.

Event description:
It was reported that the pin of the controller power connector was damaged. The physician exchanged the controller without consequence to the patient. No further information was provided.

Manufacturer narrative:
It was reported that pin of the controller power connector was damaged. The controller was returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the returned device revealed that the device failed visual inspection and functional testing due to a bent pin found inside the port one (1) connector. Additionally, the controller port one (1) connector was found loose from the controller housing with the o-ring gasket displaced, this observation is not related to the reported event. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process. The most likely root cause of the reported event of bent pin can be attributed to a forced connection. Heartware has opened an internal investigation to address bent pins an internal investigation has been opened by the supplier to address loose connectors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.